Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose. The customer¿s blood glucose level was 338 mg/dl. The customer declined troubleshoot for high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 8 open/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm pump, performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. Also, inspected 6 of 8 reservoir¿s snap-caps width dimension per (B)(4). Also, using a new lab infusion sets connect found reservoir's snap-caps too loose to connect/lock. 2 remaining's checked reservoirs using a new lab infusion set. Found reservoirs easy to connected/release. No connector anomalies were observed during analysis. (B)(4).